Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported that the pump shutdown due to insufficient battery power. Reportedly, the customer did not charge the pump. Customer experienced elevated blood glucose levels reaching over 400 mg/dl. Customer declined troubleshooting with tandem technical support. No additional information on the reported issue was provided.